Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). One picture has been received. The reported event was confirmed as it can be seen that the inner cement pouch sealing is damaged. The product analysis can't be performed as the product was not returned. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files. Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner package leaked. As reported, this issue was found before surgery. No adverse event has been reported as a result of the malfunction